Manufacturer narrative:
The device was received for evaluation. During functional testing, a false downstream occlusion alarm could not be reproduced due to the device having difficulty detecting a loaded set at load point 3. A review of the event history log revealed ¿downstream occlusion¿ messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of specification force sensor. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a constant downstream occlusion during a unspecified process step. There was no patient involvement. No additional information is available.